Event description:
The user facility reported that during a therapeutic colonoscopy, the users attempted to activate the coagulation function on the electrosurgical unit to cut a small 1.2-centimeter polyp. However, the snare did not burn the polyp, but instead burned the surrounding mucosa, resulting in a microperforation in the patient's colon. The users reportedly attempted to coagulate the bleeding with another unspecified snare, but were unsuccessful. The patient was said to have been transferred to another hospital for treatment. No additional detailed information about the reported event was provided. However, the patient was said to be doing fine following the unspecified treatment.

Manufacturer narrative:
Olympus followed up with the user facility following the reported event to obtain additional detailed information, but only limited information was provided. The subject device of this report was said to have been discarded by the user facility, and was unavailable for evaluation. The users reported that the electrosurgical unit and the other concomitant devices that were used in the procedure are working fine to date. An olympus sales representative has visited the user facility following the event, and provided in-service training on the use of the snare and the electrosurgical unit. The cause of the reported phenomenon cannot be conclusively determined at this time. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.